Event description:
It was reported that prior to patient use, resistance was felt when deflating the cuff of a tracheal tube. There was no reported patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The endotracheal tube was returned for investigation. An inflation deflation test was performed and found inflation was difficult and deflation was hard to complete. A visual inspection was performed and found the inflation line was not assembled properly into the tube causing a restriction. The reported malfunction was confirmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned for investigation. The device history record was reviewed and no nonconformities were found. The manufacturing controls were reviewed and found acceptable and effective to detect the reported failure. All products are visually inspected and undergo an inflation deflation test. Any defective parts are removed from the lot.